Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damaged driveline was confirmed through the submitted photo. Additionally, evaluation of the submitted log file confirmed power and flow elevations; however, a specific cause as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted log file captured elevations in pump power as high as 11.0 w. Corresponding elevations in pump flow, as high as 12.0 lpm, were also captured. The pump operated above the low speed limit for the duration of the log file. A specific cause for these findings could not be determined through this evaluation. Photos of the driveline damage were submitted that showed a cut in the silicone sleeve of the driveline near the controller connector bend relief that was covered in rescue tape. The rescue tape had been unraveled to display the slit. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. Additionally, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had driveline damage. Elevated powers and flows were also found in the patient's log files. The elevated powers were in the 8-13 watts range and occurred on (B)(6) 2021. The majority of the high powers were associated with pulsatility index (pi) events and were transient. The cause of the elevated powers were not identified and there was no treatment. There were no alarms for the event. The vad was operating as expected.